Event description:
During the device evaluation, the video system center exhibited no image due to a printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: during a follow up with the customer, it was determined that the reportable malfunction occurred during a procedure in which a patient was involved. This information has been updated in the following fields: b5 and h6. The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the image was distorted due to a faulty patient board set. Upon further observation, it was observed that the unit had deep scratches on the front panel. Additionally, there were scratches on the rear panel, top cover and feet¿s due to normal wear and tear. Lastly, it was observed that there was a upgrade needed on the software. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d3, h3 and h4 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image could not be determined, however it is presumed that the cause was due to the faulty patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during the middle of an unknown diagnostic procedure. The procedure was subsequently completed using the same device. There was no patient/user harm or injury reported due to the event.